Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2016 with a blood glucose level of 1045 mg/dl. The customer treated their blood glucose levels with manual injections. Customer states the pump alarmed no delivery with manual prime. The customer was off the insulin pump less than 48 hours. The customer stated that the insulin pump alarmed motor error. The customer was sent new sets to resolve the issue.